Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, menorrhagia, fibroids, endometrial polyp, dysfunctional uterine bleeding and adenomyosis. Previously administered products included for an unreported indication: birth control pills from 1984 to 2004 and depo provera from 1994 to 1998. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine polyp ("reproductive system disorder or condition type of disorder or condition : polyps"), endometrial thickening ("thickened endometrium") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids and polyps"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine leiomyoma, uterine polyp, endometrial thickening and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometrial thickening, genital haemorrhage, menorrhagia, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the amount of visible coils was 1. On the left, a second essure device was placed, and deployed in standard fashion, and 3 coils were present. During removal of essure device, the patient underwent total laparoscopic hysterectomy with vaginal closure of vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 'a. Uterus ¿ total laparoscopic hysterectomy. Clinical information - menorrhagia, fibroids, endometrial polyp. Final diagnosis - uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy adenomyosis). - proliferative pattern endometrium. - unremarkable cervix, serosa and fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a 46-year-old female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, menorrhagia, fibroids, endometrial polyp, dysfunctional uterine bleeding, adenomyosis, depression and menopause. Previously administered products included for an unreported indication: birth control pills from 1984 to 2004 and depo provera from 1994 to 1998. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine polyp ("reproductive system disorder or condition type of disorder or condition : polyps"), endometrial thickening ("thickened endometrium") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids and polyps"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the uterine leiomyoma, uterine polyp, endometrial thickening and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometrial thickening, genital haemorrhage, menorrhagia, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : the amount of visible coils was 1. On the left, a second essure device was placed, and deployed in standard fashion, and 3 coils were present. During removal of essure device, the patient underwent total laparoscopic hysterectomy with vaginal closure of vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 'a. Uterus ¿ total laparoscopic hysterectomy. Clinical information - menorrhagia, fibroids, endometrial polyp. Final diagnosis - uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy adenomyosis). - proliferative pattern endometrium. - unremarkable cervix, serosa and fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events " abdominal pain" was added. Outcome of events " pain, abnormal bleeding" were updated as recovered. Medical history and patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, menorrhagia, fibroids, polyp, dysfunctional uterine bleeding and adenomyosis. Previously administered products included for an unreported indication: birth control pills from 1984 to 2004 and depo provera from 1994 to 1998. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine polyp ("reproductive system disorder or condition type of disorder or condition : polyps"), endometrial thickening ("thickened endometrium") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids and polyps"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine leiomyoma, uterine polyp, endometrial thickening and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometrial thickening, genital haemorrhage, menorrhagia, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : the amount of visible coils was 1. On the left, a second essure device was placed, and deployed in standard fashion, and 3 coils were present. During removal of essure device, the patient underwent total laparoscopic hysterectomy with vaginal closure of vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 'a. Uterus ¿ total laparoscopic hysterectomy. Clinical information - menorrhagia, fibroids, endometrial polyp. Final diagnosis - uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy adenomyosis). Proliferative pattern endometrium. Unremarkable cervix, serosa and fallopian tubes. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received ¿ case become valid and incident. New events vaginal hemorrhage, menorrhagia, genital bleeding, uterine leiomyoma, polyps, endometrial thickening and dysmenorrhea were added. Patient information date of birth and race were added. Product information indication, lot number, device insertion and removal date were added. New reporter and consumer address were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.